Event description:
Revision surgery: the pt had a failed reverse shoulder prosthesis. The baseplate 6.5 screw broke.

Manufacturer narrative:
The original reverse shoulder prosthesis surgery was on (B)(6) 2009 and the revision occurred on (B)(6) 2012. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination and was sent to pathology. A review of the device history records showed one non-conforming material report associated with the locking bone screw for dimensional discrepancies and some of the parts were reworked. The nonconformance was not a factor in this complaint. A review of the product complaint report history shows 19 prior complaints for the central screw fractures. The root cause of the failure was a fracture of the rsp glenoid baseplate central 6.5 mm screw. The details of the patient background prior to the failure were not provided. Historically, such failures after a few years of use are usually the result of factors such as; weakened or inadequate volume of bone structure, lack of bone ingrowth into the porous coat, inadequate soft tissue support, large or frequent shoulder torques or loads, trauma, infection, or other medical factors. There are no indications of a product or process issue affecting implant safety or effectiveness.